Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. Audible sound level was tested and met acceptance criteria. During the prime step a simulated ¿low cartridge¿ warning was generated and recorded correctly in the alarm history. The investigation was unable to duplicate the reported no alarm issue. Unrelated to the reported no alarm issue, it was observed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump did not emit a sound for a low cartridge alarm, resulting in the cartridge running out of insulin. The reporter stated that the patient subsequently experienced elevated blood glucose (bg) up to 247mg/dl with mild irritability. The reporter stated that ketones were not checked. The reported bg excursion does not meet animas' criteria for a serious injury. This complaint is being reported based on the allegation that the pump did not provide an adequate alert for a low cartridge, resulting in the patient being without insulin for an unspecified period of time.